Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5. E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient stated that she found five infusion sets without cannulas after removal event on (B)(6) 2025. The patient explained that she had to remove her infusion set prematurely due to high blood glucose (hbg). Treatment for high blood glucose was administering a bolus from the pump. No further information available.